Manufacturer narrative:
Event date approximate reference (B)(4) for regulatory report for relate device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was urinating all the time because of their parkinson's, and now had a blockage in their penis. The patient felt the need to urinate and it would just drop out, but they felt like their bladder was full all the time. The patient was having a procedure to remove the blockage and was given a bag to urinate in. The patient was working with a urologist to address the issue. No further complications were reported as a result of this event.